Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Description: I'd like to know if seringa desc. S/ag 50 ml ll (303552), whether or not it can be used for contrast. It leaked when it was used for this purpose.

Event description:
No additional information received.

Manufacturer narrative:
Pr(B)(4) follow up it was reported the syringe leaked when being used for contrast. As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Syringes are general use for aspiration and injection. The suitability of our syringe with drugs shall be determined by the customer. We do not claim compatibility with any specific drug. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.